Event description:
It was reported that a smiths medical pump alarmed "no disposable pump won't run". No air noted and patient not affected. Pump settings: rate 2.2 ml, volume 46.9 ml, given 53.15 ml.